Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the t-2 anchor of the fast fix 360 device pre-deployed. A backup device was available to complete the procedure. No patient impact was reported associated with this event.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.